Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Once batteries were placed in the telepack, communication was reestablished.